Event description:
It was reported that a customer had passed away on (B)(6) 2025 due to diabetic ketoacidosis (dka). The contact reported unspecified device issues occurred, and the customer reverted to manual insulin injections on (B)(6) 2025. Subsequently, the customer experienced worsening headaches, vomiting, dehydration and tiredness between (B)(6) 2025 to (B)(6) 2025. On (B)(6) 2025 customer experienced tiredness. On (B)(6) 2025 the police found the customer on the floor of their home unresponsive. It was unknown if the customer was wearing the pump at the time of the death. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.